Event description:
Procedure type: lap gastric bypass. According to the reporter: as the doctor pulled the og tube, it came apart from the anvil. Anvil was lodged in the esophagus and it was removed orally with no harm. A second orvil was placed into the pt but got stuck deep in the pt and could not be pulled through or removed orally. The surgeon eventually was able to pull the og tube from a different angle to the application site and used successfully. Pt anatomy is believed to be the cause of the difficulty as the pt was obese. Surgery was delayed 2 hours. No tissue loss or bleeding occurred as a result, and no pt injury was reported.

Manufacturer narrative:
Initial report sent: 4/10/2008.